Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusions: (cause of event is unknown).

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 years ago. Aneurysm and vessel morphology were not provided. It was reported that the patient may have a distal type 1 endoleak. The patient had an angiogram and had an endurant cuff implanted to treat the distal type I endoleak. No additional clinical sequelae were reported, and the patient is fine.

Event description:
New information was received. The previously reported distal type I endoleak was not associated with this device, and there have been no other reportable events associated with this device.